Manufacturer narrative:
H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed a separation between the female connector and main body on the transfer set. The reported condition was verified. The cause of the separation was determined to be manufacturing related issues caused by inadequate solvent bond. A nonconformance has been opened to address this issue. A batch review was conducted for suspect lots h24j28045, h24a17046, h23l20049, and h24c13090 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred when disconnecting from the claria cycler after automated peritoneal dialysis therapy. The patient could not disconnect and ended up cutting the patient line from the machine and travelling to the hospital unit for assistance. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
D4: lot #: suspect lots reported: h24j28045, h24a17046, h23l20049, and h24c13090. Should additional relevant information become available, a supplemental report will be submitted.